Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 54 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, scratched case and minor scratches on the display window were noted during the visual inspection. The insulin pump had unresponsive buttons due to an open connector on the lcd board.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.